Event description:
Pain a (B)(6) legal claim (B)(6) was received. Revision surgery right hip due to pain and probable metal on metal reaction. Intraoperatively there was found adverse reaction to metal debris in the soft tissues around the femoral stem proximally as well as around the acetabulum. In the acetabulum was a complete loss of anterior wall. Medial wall there was two large cavities on the superior aspect of the acetabulum containing debris.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
.